Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. Customer was reported her insulin pump¿s up arrow does not work at any position she wants to use it and it was getting worse daily. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated up arrow was unresponsive. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow did not allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. Customer stated the issues frequency was getting worse daily. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated the button was not unresponsive during an easy bolus attempt. The device will be return for analysis.

Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad. Unable to program basal to 0.0 due to unresponsive keypad.